Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have had flu-like symptoms and a 911 call was made as customer was not able to breathe. It was determined that healthcare professional determined that insulin pump caused hospitalization. Customer was hospitalized for five days and was released on (B)(6) 2015. Insulin pump would be replaced per request. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the battery tube threads area.